Event description:
Device returned to MFR with report of "pump not delivering drug accurately. Reservoir volumes have been off. Physician states pump speeds up and slows down." Follow up with health care provider revealed pt experienced periods of poor pain control and excess effect. Pt reported periods that they were too drowsy to do their job of teaching, periods of good pain relief and periods of shakiness, sweating and increased pain. Pump had residual volume smaller than expected in august and at last refill 16 ml was found when pump should have been near empty. Pt has elected to be implanted with a fixed rate pump made by another MFR.